Event description:
It was reported that a non-dependent patient was in the hospital for non-device reason and ventricular crosstalk was observed. Physician turned off ventricular safety standby and monitored the patient prior to being released. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.